Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the site to return the product to perform failure analysis. At the time of this report, the product has not been received. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system reflected error 2-02 and c-84 pointing to the integrated electro surgical unit (iesu). The error appeared after the monopolar cable was unintentionally disconnected. An intuitive surgical, inc. (Isi) technical support engineer (tse) walked the customer through troubleshooting steps; but, the issue persisted. The customer used an external generator to resolve the issue. The procedure continued as planned. There was no report of patient injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis (fa). The vio integrated electrosurgical unit (iesu) generator was analyzed and the reported failure was confirmed and reproduced. Fa found errors 2-02 and c-00 in the logs. The unit was placed on an in-house system and was run in normal mode. The unit displayed error 2-02 upon consecutive start-ups.